Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results from multiple assays run on the cobas 8000 c 702 module. The customer provided an erroneous calcium result for 1 patient sample. The erroneous result was not reported outside of the laboratory. The initial calcium result was 4.2 mg/dl on the c702 module. The customer repeated the sample twice on a different c702 module and the results were 8.6 mg/dl and 8.5 mg/dl. The repeat results were believed to be correct. No adverse event occurred. The calcium reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site. The fse found that the cell rinse water levels were misadjusted and a reagent probe was not properly centered on the wash station. The cell rinse water levels were adjusted as well as the reagent probe. Fluidics were checked for proper flow, mechanical components were checked for proper adjustment and system pressures were checked. A 21 cup precision was performed on multiple tests and all passed. The customer ran acceptable qc; the customer also ran multiple patient samples with no further issues.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.